Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 25-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the drawer had failed and was not detected on the bus. Upon investigation, the field service engineer found that fh drawer 6 was not connected properly at the back, and the pyxibus ribbon cable was also disconnected from the enhanced fh interface board. The engineer properly connected both the drawer and the ribbon cable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary had drawer failure and was not detected on communication bus. The customer reported that there was 2-to-3-hour delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.